Manufacturer narrative:
B3: date of event was not provided, this date is estimated. D6a: implant date was not provided, this date is estimated.

Event description:
It was reported that a thrombus occlusion occurred, requiring intervention. This 6x120, 130 cm eluvia drug-eluting vascular stent system was implanted to treat an occluded superficial femoral artery, and it was noted there were no complications during the initial implant procedure. Approximately 1.5 years after implant, treatment of the lesion was performed again due to thrombus occlusion. The thrombus was removed via laser, and the laser was also used inside the stent. Afterward there was poor flow. Therefore, it was thought there could have still been a thrombus present. It was noted that there were no problems with the condition of the stent at that time and there were no complications during the reintervention. Approximately one month later, follow up angiography was performed which revealed the outside of the eluvia stent was bumpy in appearance and a mass-like object was observed. The physician thought it might be a tumor and noted that the mass likely formed during the re-treatment of the lesion. No further treatment was performed, and the patient remained under observation with no further problems.